Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Device received with normal operating currents. No unexpected replace battery alert or replace battery now alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 212 mg/dl at the time of incident. The customer's current blood glucose was 500 mg/dl. Customer declined troubleshooting for high blood glucose. The customer reported that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states this is the second occurrence of replace battery alert without a low battery warning. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.